Manufacturer narrative:
Since the literature described "pcf-h290azi, cf-hq290", olympus selected "cf-hq290i" as a representative product. The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "repeat cold snare polypectomy can be performed for recurrent benign lesions after cold snare polypectomy". This retrospective study aimed to analyze recurrence after cold snare polypectomy (csp) sometimes occurs and assessed the feasibility of repeat csp for recurrence after csp. Among 324 patients, 48 patients were repeat csp group and 276 patients were standard csp group. Regarding the comparison of repeat csp/ standard csp group, the en bloc resection and histopathological complete resection rates were 63/ 445 and 35/271 and the rates of perioperative hemorrhage requiring endoscopic clipping were 1/ 5. There were no postoperative hemorrhage and perforation in both groups. This study concluded that repeat csp for recurrent lesions was quick, safe, and feasible as a pilot study of small sample size. The recurrence rate of repeat csp was not higher than standard csp though the rate of histopathological complete resection was lower than it. Type of adverse events/number of patients: [repeat csp group] (n=48), perioperative bleeding - 1 patient, [standard csp group] (n= 276), perioperative bleeding - 5 patients. This literature article requires 2 reports. The related patient identifiers are as follows: (B)(6). This medwatch report is for patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.